Event description:
Information was received from a consumer regarding a patient receiving medication via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient was "almost killed" the last time the pump was replaced (see manufacturer's report 6000030-2016-00090). The new pump was implanted and drug delivery resumed at the old rate, which led to a near fatal overdose.

Event description:
Additional information was received from a healthcare provider. The pump was replaced 5-6 years ago, and there was no known overdose.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.